Manufacturer narrative:
Section h11: *the following sections have corrected information: (b5) as reported, approximately 5 months postop the initial implant, this 59 y/o male patient had an infected shoulder and the surgeon opted to remove the 3 implants, wash out and replace with new implants. The patient was last known to be in stable condition following the event. The devices will not return due to facility policy. Additional information: second stage of revision received on 4/26/2022: as reported, approximately 1 year post op the initial right tsa, this male patient was revised due to an infection. Patient had an infected shoulder and the surgeon opted to remove all implants, wash out and replace with a cement spacer. This additional information is regarding the second stage of the revision where the previously placed cement spacer was removed and the new humeral liner and glenosphere were placed. Patient was last known to be in stable condition following the event. (H3) additional information received regarding the 2nd stage of treatment being completed. Investigation was closed before the new information was received the new information does not change the investigation results. There are no changes to the current investigation needed.

Manufacturer narrative:
Concomitant device(s): 321-20-00, 6801314 - equinoxe reverse shoulder drill kit. 320-15-01, 6688580 - eq rev glenoid plate. 320-15-05, 6746541 - eq rev locking screw. 320-01-42, 6504821 - equinoxe reverse 42mm glenosphere. 300-01-13, 6746315 - equinoxe, humeral stem primary, press fit 13mm. 320-20-00, 6811022 - eq reverse torque defining screw kit. 320-10-00, 6763100 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 5 months postop the initial implant, this (B)(6) male patient had an infected shoulder and the surgeon opted to remove the 3 implants, wash out and replace with new implants. The patient was last known to be in stable condition following the event. The devices will not return due to facility policy.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.